Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Arjohuntleigh received a complaint where it was indicated that during lifting process the sling clip detached from the lifting device (excelsior), resulting in the pt falling on the floor. No injuries were reported. When reviewing similar reportable events, we have found a very small number of cases with similar fault description (clip detached during use). The trend observed for reportable complaints with this failure is currently considered to be low and stable. It has been established that the lift (excelsior) and the sling was being used for pt handling at the time of the event. No malfunction could be found on the excelsior lift or sling that could have caused or contributed to the event. An on-site inspection by an arjohuntleigh rep found the sling condition was poor due to signs of fraying, tearing. This is not likely to impact the performance of the sling when used according to the IFU, but this is another indication that the sling should be withdrawn from use immediately and replaced. Therefore, the lift and the sling which work as a system were not fund to have been to spec when the event took place. The most common and likely root cause for an event where a clip is not in place during the transfer of the person in the sling: that the clip was not correctly put in place and monitored to stay in place, with the straps under tension at the beginning of the transfer as clearly communicated in the instructions for use (IFU) of the device. When the IFU would have been followed and the clips were checked to be in place and the straps under tension while the weight of the pt was gradually taken up, the missing clip would have been detected, and the event would have been avoided. From this eval it is would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities in abundance of caution.